Event description:
Plaintiff alleges the development of anaphylactic sensitivity to latex related to exposure to latex products. She alleges that she has suffered severe anaphylactic reactions from latex exposures requiring medical treatment and hospitalization. She also alleges that her ability to earn wages from other employment, her ability to enjoy life and care for her family has been permanently impaired, and she suffers from anxiety over her condition and her future. Plaintiff's husband alleges the loss of comfort, guidance, support and consortium from his wife.